Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a patient display issue. A technical support specialist logged in and found that the maintenance service was disabled and enabled and started the service, after which the patients began displaying correctly and the 72 hour discharged patients also appeared as expected. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed discharged patients when nursing attempted to obtain medications. Some patients displayed only if the room had not yet been assigned a new patient. Nurses were unable to obtain any medications for their patients from this pyxis station. The station also displayed patients beyond the 72 hour period after discharge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.